Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a scope communication error b30, a connection failure between the scope and the camera control unit, and no image was displayed. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h6, h11. The device was not returned to olympus for inspection, but the investigation was performed based on the provided information by the customer and field service and the reported failure was confirmed. In addition, the following reportable malfunctions were identified: faulty mouthpiece connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to faulty mouthpiece connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.